Event description:
It was reported that patient called this morning stating that the pump on his inflatable penile prosthesis (ipp) is stuck. He says he can not get his device to either inflate nor deflate and he has seen two urologists at the va (not his surgeon) that could not get the device to work either. Patient liaison contacted the rep to contact the patient for follow-up. Further training might be needed.